Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that air leaked from the probe during a procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
Two probes were returned for air leakage from the probe immediately after starting to use it, with no aspiration. A video of the surgery was provided. A second probe was also returned for the same issue that was used during the re-operation of a vitreous eye. For this complaint file, the final customer lot was manufactured with four component probe lots. A device history record review for each of the component lots was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. A video provided for the one surgery was provided with the complaint and was reviewed. The presence of bubbles occurred twice during the video. The first time that bubbles were observed was during the beginning of the probe segment when the probe was first actuated. Bubbles were observed exiting the port. The second time is when a forceps cutter instrument was removed through a trocar and then re-introduced. Multiple bubbles were present within the eye with the probe present in the eye. Sample a: the sample was visually inspected and deemed to be conforming. An actuation and aspiration was performed and deemed conforming. No bubbles were observed coming out of the port of the aspiration tubing. Sample b: the sample was visually inspected and deemed to be conforming. An actuation and aspiration test was performed and deemed nonconforming. This test was only deemed nonconforming based on an unknown sound originating from the probe. The probe did actuate and aspirate properly. A second test was performed and the unusual sound could not be reproduced. The actuation and aspiration testing was retested again to reaffirm that the actuation and aspiration was conforming. No bubbles being observed in the aspiration line or out of the porthole. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was a slight resistance felt when removing the inner cutter from the needle. Gouge marks are present at the cutter bend area. Both probes returned did not confirm poor aspiration or the generation of bubbles out of the probe port based on the complaint sample testing. The evaluation does confirm the doctor did experience bubbles exiting the port based on the video returned. The root cause for the air leakage from the probe cannot be determined. Air leakage can exit the probe if the aspiration is disengaged for whatever reason while the cutter is active. (B)(4).